Event description:
It was reported the patient (B)(6) experienced ineffective stimulation due to ipg being inoperable. A sjm representative confirmed the communication issue between ipg and external devices. Surgical intervention was taken to replace the ipg with a different model. During surgery the physician discovered impedance issue on lead and disconnected the lead. Impedance issue is reported separately. Port plugs were placed on the ipg. Event date unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for inoperable ipg was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The autotest failed the ucod test step due to no output on channel 16. Visual inspection revealed a broken feed through wire on channel 16 that resulted in the ucod test step failure. The broken feed through wire likely occurred during the explant procedure. Since the feed through wire was broken, the header was bypassed in order to autotest the ipg. The ipg passed all tests on the autotester once ipg header was bypassed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r, 1627487-05242011-002-r this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified effective stimulation has been restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.